Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacture's ref: #(B)(4) .

Manufacturer narrative:
The on-site inspection performed by the field service engineer revealed a defective nozzle unit. The reported issue was resolved by replacing the nozzle. After the replacement, the ventilator was handed over to the customer in working condition. The device logs were not provided to verify the reported failure. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Our conclusion is that the replaced nozzle unit was the cause of the reported event. However, the root cause of why the part failed has not been established as the nozzle was not returned for investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4) .